Event description:
It was observed during device evaluation that there was a gap between the acoustic lens and ultrasound probe of the ultrasound gastrovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and ultrasound probe issue could not be determined, however, the issue was likely the result of wear due to repetitive use and or user handling/mishandling. Olympus will continue to monitor field performance for this device.